Manufacturer narrative:
H3 other text : device not available.

Event description:
Consumer reported, no insulin flow when priming pen needles. Stated, she primes 2 units stated, she reached out to manufacturer of medication thinking the issue was with them. Medication used: basaglar stated, she has 1 pen needle left because she wasted so many and its not time to get her refill. Lot: unknown catalog: unknown, (stated she is using 2nd gen pen needles) date of event: unknown samples: no made arrangements with pharmacy to give her a box today and I will be replacing it.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation, and investigation conclusions) . Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.